Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 11 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2017, the patient¿s driveline exit site suffered trauma. The site had a large amount of milky, brown drainage with an odor. The site was extremely painful, with pain radiating up the patient¿s abdomen and chest. The driveline was cultured and was positive for staphylococcus aureus. The patient was started on IV vancomycin. On (B)(6) 2017, the patient's lvad was explanted, and a device from another manufacturer was implanted. No additional information was provided.

Manufacturer narrative:
Device evaluation: no device-related issues were identified through the evaluation of the returned pump and a correlation between the device and the reported driveline infection could not be conclusively determined. The pump was returned assembled with the driveline severed approximately 4 inches from the pump housing. The distal section of the driveline was returned in a 23 inch segment. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.